Manufacturer narrative:
(B)(4). UDI #: unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
Fill volume: na, flow rate: na, procedure: l2s1 pedicle screw, catheter place: left lateral back. It was reported that an operating room charge nurse inquired if sheaths are bio absorbable. The nurse explained that a patient had a sheath break. The operating nurse reported that a female patient (B)(6) with a spine case for l2s1 pedicle screw and catheter on her left back sheath broke. The sheath broke when the surgeon pulled the sheath off the patient and discovered a piece was missing. The surgeon tried to search for the missing piece and couldn¿t find it. An x-ray and ultrasound were performed and the broken catheter was located. There was no injury or secondary procedure reported, except for the extended length of the surgery. No additional information provided.

Manufacturer narrative:
A t-peel sheath was received in three pieces. Two of the pull tab sections were attenuated. The longest section of the sheath was examine under magnification and found the end had portions that appeared stretched. The evaluation summary concluded that the t-peel sheath was broken. It was received in three pieces and all sections had portion of the plastic that was stretched. Based on the sample evaluation, the root cause of the reported complaint is a damage or broken component. The sample investigation concluded that the t-peel sheath was observed broken. The longest section of the sheath was examined under magnification and was found stretched at the end portions. The investigation concluded that t-peel sheath was broken. Review of the device history record identified no issues observed during the manufacturing process which would have contributed to the incident observed. The device history record for the reported lot number confirmed that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).